Event description:
Device malfunction: cuff miss (device #1). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and second proglide was used; however, a suture break occurred. The second proglide was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #2 - proglide (part #12673-03; lot #62056-6h), is being filed under a separate medwatch report.